Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed due to the receiver not turning on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver log was not downloaded and reviewed due to the receiver not turning on.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.